Manufacturer narrative:
The reported issue that a few lvps had a crack on the door could not be confirmed; no product or device logs were returned to customer advocacy (cad) for investigation. The attached picture within the body of the source email did exhibit an alaris pump module with a hairline cosmetic crack present in the lower door hinge shroud of the bezel. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd does have a current recall associated with bezel's manufactured with the plastic material fr-110 (recall: z-2019-1768). The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that there were a few lvps with a crack on the door that were found during pm procedures. There was no patient involvement.